Event description:
It was reported that the customer's insulin pump seemed to be skipping around on its own. The customer's blood glucose level was 308 mg/dl. It was also reported that the customer was hospitalized on (B)(6) 2014 because of her low blood glucose level of 48 mg/dl. In the hospital the customer's blood glucose level was 300 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.